Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a vague report of a "bulge" in the silicone segment. Although requested, there was no additional patient or event details or information provided to date.

Manufacturer narrative:
Additional information: b3, d11, patient code from 3190 to 2199. Correction: device code from 1601 to 2976. Section a1, a2, a3, a4, requested but not provided.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during an infusion of an unspecified medication infusing at a rate of 75 ml/hr. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to: b3.

Event description:
It was reported that the tubing set developed a "bulge" in the silicone segment during an infusion of an unspecified medication infusing at a rate of 75 ml/hr. Customer reported there was no patient impact .